Event description:
It was reported that during a laparoscopic sigmoid resection procedure, the anvil, when retracting the spike back into the circular stapler, was detecting. They opened another device and inserted the stapler in rectally and attached it to the anvil of the first one. The procedure was extended for one hour. The pt is currently fine.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.